Event description:
Evaluation revealed that the force sensor resistance reading is out of calibration.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. During the load step, the pump did not detect the cartridge and dispensed fluid from the cartridge before emitting a "no cartridge detected" warning.